Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringes, foreign material was noted within the device cannula. The following information was provided by the initial reporter, translated from japanese to english: liquid came out of the needle tip of syringe.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringes, foreign material was noted within the device cannula. The following information was provided by the initial reporter, translated from japanese to english: liquid came out of the needle tip of syringe.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.